Event description:
The patient contacted lifescan alleging that her one touch ultra meter was set to the incorrect unit of measurement. The meter was set to "mmol/l", instead of "mg/dl". The patient visited her physician's office as a result of what she believed to be low results. The physician changed her medication. The patient did not specify the change or if the physician tested the blood glucose level. The customer care representative verified that the meter was set to the correct unit of measurement and she had not recently changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed to "mmol/l" from "mg/dl". The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. No products were replaced.